Event description:
The facility reported a flogard infusion pump that "does not function". It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of a flogard infusion pump that "does not function" was confirmed in sample evaluation task. F38 failure was found in the alarm log of the device and is most reflective towards the reported issue. The root cause of f38 was due to defective/inoperative sensors which were replaced to resolve the problem. If additional relevant information is obtained a follow-up will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.